Manufacturer narrative:
The adjustable pressure limiting valve was replaced, and the unit was returned to service. No report of patient involvement. Date received by manufacturer: this MDR malfunction event was previously eligible for the voluntary malfunction summary reporting (vmsr) program. As of 9/16/2019 notification from FDA, this product code is no longer eligible for vmsr. According to the notification, ge healthcare must submit individual reports within 30 calendar days of receiving the notification. Therefore, this event is being reported as an individual MDR report due 10/16/2019.

Event description:
A ge healthcare service representative discovered during planned maintenance the adjustable pressure limiting valve knob would become detached from the unit, preventing manual ventilation. There was no report of patient involvement.